Manufacturer narrative:
Citation: jabbour r et al. Delayed coronary obstruction after transcatheter aortic valve replacement. J am coll cardiol. 2018 apr 1 0;71(14):1513-1524. Doi: 10.1016/j.jacc.2018.01.066. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding delayed coronary obstruction after transcatheter aortic valve replacement (tavr). All data were retrospectively collected from an international multicenter registry of 18 centers between november 2005 and december 2016. From a total of 17,092 tavr procedures, 38 cases of delayed coronary obstruction were identified. Of these 38 patients (predominantly female, mean age 81.8 years), 26 were implanted with a medtronic corevalve or evolut r bioprosthetic valve (no serial numbers provided). Among all patients, adverse events included: complete or partial delayed coronary obstruction requiring intervention (some due to displacement of a calcified native valve leaflet or surgical valve leaflet), thrombus embolization, cardiac arrest, myocardial infarction, major bleeding/vascular complication, severe aortic regurgitation with a second valve implant, and arrhythmia requiring permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.